Event description:
Notified by bedside rn that swan was leaking. App [advance practice provider] to bedside, air noted in line and swan leaking at connection site between tubing and white hub. Swan pulled. Patient is listed for transplant patient, swan in for early for medical concerns with plan to keep for relisting numbers.